Event description:
The customer reported the device was displaying error codes 240.4010 and 240.4030. No patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/22/2019 to present date 12/10/2020 and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device was displaying error codes 240.4010 and 240.4030. No patient involvement.